Manufacturer narrative:
The device has not yet been received for eval. Should new relevant info be received, a supplemental form will be completed.

Event description:
It was reported that 2/3 of the right side of the touchscreen is unreadable. There was no impact to customer's blood glucose level.